Event description:
During an atrial fibrillation procedure with pulsed field ablation, the catheter tip was fractured. When the catheter was inserted through a 10f sheath, a sharp 90-degree bend was seen on fluoroscopy. The catheter was removed and the fracture was confirmed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
. One viewflex xtra ice catheter was received for evaluation. The reported device damage was confirmed. The catheter tip was noted to be bent and fractured. No resistance or functional anomalies were noted when the viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.